Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, following a software upgrade, the station did not revert to username/bioid authentication and required witness verification for all user transactions. The system also displayed a "bioid requires maintenance" message.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that bio ID (biometric identifier) was not being detected by the system. The field service engineer (fse) inspected the bio ID device and attempted to reload the lumidigm drivers; however, the reader was still not detected. Swapped the bio ID universal serial bus (usb) connection to a different port on the docking board and retested. The system functioned as intended after the field service engineer (fse) repaired the device.